Event description:
The facility reported a pump with a battery failure. It is unknown when this failure occurred. There was no patient injury or medical intervention necessary according to the hospital representative.